Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. The literature article, ¿lower-pole intracapsular tonsillectomy in obstructive sleep apnea patients,¿ was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of post-operative bleeding and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal reference (B)(4). Article: kim, s. J., kwon, c., koh, t. K., lee, k. H., & kim, s. W. (2017). Lower-pole intracapsular tonsillectomy in obstructive sleep apnea patients. Acta oto-laryngologica, 137(3), 302¿305. Https://doi.org/10.1080/00016489.2016.1236214.

Event description:
It was reported that on literature review ¿lower-pole intracapsular tonsillectomy in obstructive sleep apnea patients¿, after a surgery with an evac 70 wand, two patients had post-operative bleeding requiring return to the emergency room. No further information is available.